Event description:
An ocd field engineer (fe) reported that while at the customer site to perform service on the ortho provue analyzer, the fe found a leakage of the wash fluid in the handler and a damaged probe. Fluid leak can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined for the fluid leak. Investigation revealed that the fe, that initially arrived on site, did not service the instrument properly. This led to fluid leak which damaged liquid level detection board and wires. Another fe arrived at the site to perform repairs to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.